Manufacturer narrative:
(B)(4). The event either occurred on (B)(6) 2015. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link extension set disconnected from a catheter and leaked the drug adenosine during infusion. There was patient involvement; however, no patient injury or medical intervention was associated with this event. No additional information is available.